Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redu2280 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during catheter insertion, the guide wire got stuck in introducer needle, unable to be pulled out, leading to failure of puncture. After a replacement, the procedure was done smoothly. Additional information received 09/22/2020-product photograph provided suggests that the core wire of the guidewire was broken.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of difficult guidewire removal from the needle was confirmed; however, the root cause was not identified. The product returned for evaluation was two photographs which depicted an 18ga introducer needle and a guidewire. Usage residues were visible in both photographs. The components were in the opened tray. The guidewire was in its hoop and was partially inserted into the needle shaft. The visible portion of the guidewire within the trigger portion of the hoop exhibited multiple kinks in the coil wire. Coil wire elongation was also evident. The coil wire elongation suggested that the core wire had been broken. Such damage is consistent with the wire becoming stuck or constrained within the needle shaft and subsequently pulled. This is also consistent with the event description. While damage was evident in the submitted photographs, inspection of the photographs was insufficient to identify the cause of the wire becoming stuck within the needle. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. Potential contributing factors include guidewire withdrawal into the needle shaft and blood product coagulation within the needle shaft. A lot history review (lhr) of redu2280 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during catheter insertion, the guide wire got stuck in introducer needle, unable to be pulled out, leading to failure of puncture. After a replacement, the procedure was done smoothly. Additional information received 09/22/2020-product photograph provided suggests that the core wire of the guidewire was broken.